Event description:
The physician was attempting to deploy a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the lesion exhibited 90% stenosis with severe calcification, moderate tortuosity and located in the rca. The lesion was pre-dilated and force was used to deliver the stent. It was reported that the stent did not pass the lesion and when the device was removed, the stent was noted to be damaged. Another sized stent was successfully used. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Event description:
Device evaluation: the delivery system was returned for evaluation. Additional information confirmed that the stent was discarded at the user facility and therefore not available for evaluation. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis with severe calcification, moderate tortuosity); failure to follow instructions (use of force). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis with severe calcification, moderate tortuosity); user error contributed to event (use of force). (B)(4).